Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump had an error alarm. Troubleshooting was performed. The customer was not able to clear the alarm, and the screen appears to be frozen. It was stated that the time on the insulin pump was not advancing. Recommended to let the insulin pump rests for two hours. Advised that the insulin pump may need to be replaced. No further info was provided.